Event description:
On 6/01/06 a call was rec'd notifying the co of a revision surgery for a loose bone anchor. Info provided indicated the surgeon had performed a rotator cuff repair on a male pt on 1/4/06. Postoperatively (date not provided), pt presented with pain. On may 31,2006 a second surgery was performed to remove one implant. It was noted that the rotator cuff was fully healed to the bone so there was no need for an additional anchor placement. The explanted anchor was disposed of in the operating room.

Manufacturer narrative:
Explanted anchor was disposed of in the or. Lot number will not be provided. Unable to evaluate device or production records.